Event description:
It was reported that the patient who during the surgery presented with bleeding in the jejunoileal anastomosis of the gastric bypass. The surgeon uses vicryl suture to reinforce the anastomosis.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: see45a (x9529l, v94e9x); gst45w (760a62, 661a60); gst45b (687a64). Unknown which lot is for the complaint device psee45. Additional information was requested and the following was received: what color cartridges were used throughout the creation of the jejunum-ileal anastomosis? White. Gst45w. Did the surgeon wait 15 seconds before firing and did the surgeon pulse fire? Yes. Surgeon wait 15 seconds before firing. Were any issues noted with staple formation throughout the care of patient? Yes. Soon after the anastomosis was performed, was observated a bleeding at the entry place of the jaws of the machine to perform the side-lateral anastomosis. The bleeding point on anastomosis has been reinforced with a vicryl wire. What was the anticoagulation regimen pre and post operatively? Unknown. Was the patient on any other drugs that may render them more prone to bleeding? According to the surgeon, no. Was it a complete or partial dehiscence of the jejunum-ileal anastomosis? ? Not dehiscence. Only bleeding along the anostomosis. Could you please provide a timeline of events? Surgery was performed on (B)(6). On (B)(6) hemoglobin descended. Blood transfusion started on the same date. Was kept under surveillance. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the two finished device lot numbers provided, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.